Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt that presented with trace corneal haze in both eye approximately three months post photo refractive keratectomy (prk). The pt was instructed to increase the previously prescribed topical steroid drops. There are two med device reports associated with this event. This report is for the left eye. Additional info provided states that the pt was seen in follow up and symptoms have cleared. The pt is no longer taking the steroid drops and will follow up as needed.